Manufacturer narrative:
The field service engineer tested the suspect transducer at the customer site and the transducer passed all functional and diagnostic testing. The transducer return is anticipated and a complete evaluation of the device will be included in a follow-up report upon its return and investigation completion.

Event description:
A customer reported an s7-3t model transducer perforated a neonatal esophagus while undergoing heart surgery. During the procedure the patient expired.

Manufacturer narrative:
Evaluation of the returned device confirmed the tee transducer had a swollen sheath, a worn and scratched handle, residue on the cable jacket, and scratches on the tip shell. The swollen sheath was determined to be caused by chemical damage and is mitigated by following documented instructions for safe use and proper cleaning. Further information from the physician involved in the event confirmed the transducer was not the cause of death. The patient¿s death was due to very severe vascular malformations in the heart, which were incompatible with a survivable prognosis. The laceration in the esophagus caused by the tee transducer was repaired by a pediatric surgeon.